Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing insufficient coverage of the ulnar nerve in his hand due to lead migration. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.